Manufacturer narrative:
Date of event: unknown, but the best estimate is during 2018 serial #: unknown/not provided. Catalog #: complete catalog number unknown since serial number was not provided . Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. If implanted, give date: unknown, but the best estimate is during 2018. The lens remains implanted and therefore not explanted. Manufacturing date: unknown since serial number was not provided. He lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that a symphony toric intraocular lens (iol) was implanted in the patient's operative eye. The account commented that all the typical maneuvers to prevent rotation were followed. The lens was tested and very stable while the patient was still supine in the operating room. Reportedly, the lens was noticed rotated from 10 degrees to 30 degrees one day post-op. The lens was repositioned back to 10 degrees on (B)(6) 2018, and one day post surgery the patient was reported being much happier (20/20 and j7). Orientation markers were at about 10 degrees. No further information was provided.